Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was leaking oil. It was reported that nothing fell into the patient. There was a minimal delay of five minutes to obtain a spare device to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device leaking oil was not confirmed. Therefore, an assignable root cause was not determined. However, during the pre-test it was observed that there was a hole in the hose, the device ran in safety and the rotations per minute (rpms) was below specifications. A visual and functional assessment was performed on the device which found that it ran in safety (power broken) there was a hole in the hose and the rpm¿s were below manufacturing specifications. It was further determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was further determined that the low rpm¿s was due to worn out vanes due to normal wear over time. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position which was user error. It was further determined that the issue were consistent with mishandling, normal wear over time and user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.